Manufacturer narrative:
This is our combined initial and final report on this incident.

Event description:
The customer reported that two patient samples yielded false negative results when tested with biotestcell 3 in the tube technique. Both patient samples yielded correct positive reactions when tested with biotestcell 3 on tango optimo. The customer did neither return the patient samples that had caused false negative test results nor the supposedly defective product. Therefore our quality control laboratory tested biotestcell 3 with an anti-c and anti-e of the instand interlaboratory comparison test in the tube technique. The e positive cell #2 as well as the c positive cell #1 of biotestcell #3 yielded correct positive reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.